Manufacturer narrative:
(B)(4). Approximate age of device - 5 years, 2 months. The device was not returned for evaluation. A correlation between the device and the patient's outcome could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2015, at an outside hospital. The implanting center vad team received information from the emergency medical service (ems) team who had responded to the emergency call. The patient reportedly was experiencing shortness of breath at home. A family member drove the patient to the hospital; however, the patient became unresponsive while en route. The family member reportedly began cardiopulmonary resuscitation and called 911. Ems was unable to establish an airway. The patient was pronounced dead shortly after arrival at the outside hospital. The vad team was notified of the patient's passing three days later by the funeral home. Since the event occurred at an outside facility, no log files were obtained and no equipment will be returned for evaluation. The vad team mentioned that the pump was functioning well at the patient's last clinic visit (date not provided). The vad team was not aware of any other health conditions that the patient experienced that could have contributed to the event. Prior to patient's passing, it is not known if any device alarms had sounded.